Manufacturer narrative:
The reported event of set screw anomaly was confirmed in the lab and was due to septum material in the set screw. It was also noted that the atrial and ventricular set screws were partially stripped, but still able to engage with the torque wrench.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure due to normal eri, when the physician placed the wrench into the atrial port, the wrench was spinning and atrial set screw could not be loosened. Later on, physician was able to release the atrial set screw when the wrench was used at an angle. Device was replaced. Patient was fine.